Event description:
It was reported that after explant of the ICD system due to infection, insulation damage was observed on lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.